Manufacturer narrative:
H 3 : evaluation summary the device history record (DHR) for the reported lot was reviewed. This product was visually and physically tested with no issues recorded relating to this customer report. The product and specification requirements were met with no non-conforming product identified. The manufacturing site received one unsealed packaged sample for evaluation. A visual inspection was conducted showing the luer tip was broken off at the base of the barrel face and the majority of the luer skirt was broken off, most likely from a twisting motion. The reported condition of broken luer tip is confirmed for the one syringe sample provided. Although the exact root cause cannot be determined, some likely root causes can be due to damage incurred during transport in the air glide tubes during assembly, or due to technique used by the end user. A quality alert will be distributed to the appropriate quality and production personnel to heighten awareness of the reported condition. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the luer tip breaks off during manipulation during compounding and the luer lock tip is flexing when used with a closed system transfer device.